Event description:
It was reported that the removed a portion of the lead and burr hole device for the left side because there was an infection in the site around the burr hole. The surgeon was contemplating to reimplant the lead but MRI eligibility was a concern as they couldn't do one with a lead implanted. Therefore they were thinking of removing the entire left components including the remaining lead and extension.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Other medical products in use during the event include: brand name: lead, product ID: neu unknown lead (serial: unknown), product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: product ID 3389 lot#/serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead product ID 3389 lot#/serial# (B)(6), implanted: (B)(6) 2015, explanted: (B)(6) 2024, product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received: it was reported that they were still planning to remove the remaining products but the issue was considered resolved.